Event description:
Pt reports that battery chamber is difficult to open. Pt wanted to spray (B)(4) so it would open more easily. Advised pt to not spray with (B)(4) and we would send replacement pump. Pt did not have serial number at time of call. Pt will call in to provide later. No other info available. The product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: remodulin 24 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6)2017 to present. Diagnosis or reason for use: pah.